Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Contact reported that the customer received an auto-off alarm during basal delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the contact understood the function of the safety feature and that the alarm was due to no interaction with the pump for an extended period of time.